Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a cp to support a 84 year old male patient undergoing cardiac procedure for coronary artery disease. The team had a groin site bleed that prompted treatment. The site was re-sutured due to heavy bleeding and angle matching done. The pump remains on for support and the patient was transferred to the tertiary center. Additionally, patient was found to have a large pericardial effusion and was opened emergently. After multiple attempts to repair lv, family was contacted and patient was sent to unit in preparation for passing. Impella had been placed in the aorta in surgical mode before case was started. Surgeon uncertain of what caused perforation, as the impella was shallowed out to aortic valve before perforation. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.